Manufacturer narrative:
Concomitant medical products: product ID: 97725, serial#: unknown, product type: external neurostimulator. Other relevant device(s) are: product ID: 97725, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient stopped his blood thinner medication prior to the trial that occurred on (B)(6) 2021; however, the patient started taking his medical again the night after the trial leads were placed unbeknownst to the physician. It was stated that at lead pull the physician noticed an increase in drainage at the lead pull appointment where the patient stated that he had in fact restarted his medication regimen and that evening the patient notified the clinic and the physician of an increase in back pain. The patient underwent a laminectomy for hematoma that evening according to the physician.